Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the device operator states that casual association between the lobectomy with subject devices and reoperation for empyema is uncertain. The patient complained after being discharged and was hospitalized in which a reoperation was performed for empyema.